Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after the new implantable cardioverter defibrillator (ICD) was implanted the patient developed a pocket infection. The ICD system was explanted. No further patient complications have been reported as a result of this event.